Event description:
The consumer reported that their easy clean powered toothbrush caused their fillings to come off.

Manufacturer narrative:
The reported adverse event was fillings came off. Date of event is approximate. The device serial numbers or manufacturing numbers were not provided. Manufacture date not provided or identifiable.

Manufacturer narrative:
Analysis results: product was not returned to confirm a malfunction has occurred.

Manufacturer narrative:
The reported adverse event was fillings came off. Date of event is approximate. The device serial numbers or manufacturing numbers were not provided. Manufacture date not provided or identifiable.

Event description:
The consumer reported that their easy clean powered toothbrush caused their fillings to come off.

Manufacturer narrative:
H1: updating type of reportable event from serious injury to injury. Analysis results: may 11, 2022 - this case was re-reviewed by clinical experts and deemed to be not reportable. The assessment of fillings came off have been determined to be s2 moderate injury and deemed not a serious injury or life threatening. Causality is most likely related to the users oral health. Philips power toothbrushes at their amplitude and frequency are not strong enough to break healthy teeth and/or restorations.